Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 400 mg/dl and 44 mg/dl. Customer's current blood glucose is 388 mg/dl. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery and low blood glucose and over delivery. The insulin pump will be returned for analysis.